Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted the suction tubing was kinked. The tubing was reseated. No report of patient involvement. (B)(4).

Event description:
The hospital reported suction was not operating as expected. There was no report of patient involvement.